Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during surgery two screws broke. One on implantation an the other by hand. No harm or adverse event for patient, operator or third party was reported. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery. Update 16-feb-2021: a part of one screw did break off inside the patient but the surgeon was able to remove it and replaced with 2 - 2.5 x 48mm comp ft screws. The other broke outside of the patient with bare hands. The one that broke outside the patient is available for inspection. The surgery was finished successfully with a new device with the same part number.

Manufacturer narrative:
Complaint confirmed, both screws returned were found to be broken. Relevant critical dimensions and the devices material were found to meet drawing specifications. The cause of the event is undetermined, however a likely cause is prying/leveraging the device during insertion.

Manufacturer narrative:
Complaint confirmed, both screws returned were found to be broken. Relevant critical dimensions and the devices material were found to meet drawing specifications. The cause of the event is undetermined, however a likely cause is prying/leveraging the device during insertion.